Event description:
It was reported that pump experienced malfunction alarm identified as malf 16. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place nonworking pump in storage mode and return it with a prepaid label within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.